Event description:
It was reported that during implant attempt, the lead became stuck in the "extended" position. The lead was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.